Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized for low blood glucose. The blood glucose reading at the time of admittance was 82 mg/dl. Customer stated that she accidentally entered 300 grams of carbs, and the insulin pump delivered 22 units of insulin, customer called the paramedics who transported her to the hospital. No further info was provided.